Manufacturer narrative:
Follow-up #1: date of submission 02/02/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 01/21/2016 with the following findings: during a visual inspection of the pump, the keypad was found to be intact; no damage or peeling was observed. All of the keypad buttons responded appropriately during testing. The complaint of the responsiveness issue was not duplicated. The keypad cover was removed and there was contamination found under all button contacts. Unrelated to the complaint, investigation revealed that the display was dim, with discolored text. Also unrelated to the complaint, the battery cap was found to have stripped threads and was not able to secure properly to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. There was no indication that the product caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a keypad issue.